Manufacturer narrative:
The fractured abutment was returned to sybron implant solutions (B)(4) for evaluation. A visual inspection indicated that the abutment met product specifications. Because abutments with these specifications are contraindicated for use in the posterior region as support for a lower jaw molar, it is most likely that the reason for the abutment fracture was the ongoing overload. This is not a product failure.

Event description:
On (B)(6), 2010 a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment fractured three years after placement.